Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall-off test. The cause for the failure was isolated to a broken wires in the ECG cable. The root cause for the broken wires could not be positively identified. There was no adverse event that resulted from the damaged belt.